Event description:
"S/p b subgl infra 270cc dc gels for augmentation. Due to encapsulation had b replacement per pt. Same size/type implants in 1978 (no records). Had a closed capsulotomy within the 1st year but otherwise no h/o trauma. Reports that this set has gotten firmer in recent yrs. R greater than l and painful with r deep itch. In addition, they are distorting shape. Also c/o's arthralgias (+ am stiffness)/myalgias, dysesthesias/paresthesias, spasms, swelling, fatigue, sleep disturbances, hot flashes/sweats, tmjd, visual changes, dizziness, memory loss, sicca, hair loss, rashes, sen sun/cold/chem, sob, costochondritis, increased cholesterol, wgt fluctuation, gi/gu disturb, easy bruising."